Manufacturer narrative:
Additional information: d9, h3, h4, h6, h11. H4: the lot was manufactured between june 16, 2023 and june 19, 2023. H11: two (2) actual devices and photo samples were received for evaluation. Visual inspection of the actual devices did not identify any abnormalities that could have contributed to the reported condition. A visual inspection was performed on the photo samples, and leakage from the administration port was identified. Functional leak testing with tap water was performed and leaks from the administration spike port bonding area were observed. The reported condition was verified. The cause of the condition could not be determined; however, probable cause was due to inadequate or lack for cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) exactamix 2000 ml eva (ethylene vinyl acetate) tpn (total parenteral nutrition) bags leaked at the administration port during preparation. There was no patient involvement. No additional information is available.